Event description:
It was reported that the home patient (hp) had reused single-use supplies while they were performing peritoneal dialysis (pd) therapy on the homechoice (hc) device. The hp indicated that they had changed the cassette, but not the bags during the setup. The hp was in fill 4 of 4 and connected to the hc at the time of this report. The technical service representative assisted the hp in ending therapy and explained the sterility issue with connecting to a setup that was only partially changed out. The hp was going to finish using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. It was reported that the patient reused single use supplies. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.